Manufacturer narrative:
The reporter informed the company that the product cannot be returned.

Event description:
Consumer contacted stating that one of the heads of the brush heads came out while he/she was brushing; he/she tried to connect it back, but it kept falling off. No injury was reported.